Manufacturer narrative:
Evaluation of the returned tip confirmed that it was used for 172 reps. The tip passed flow, thermistor testing, however it failed visual and leak testing criteria. Functional testing was not performed due to the presence of a hole in the membrane. It was determined that flaming through the treatment tip was caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly, there was a spark/flaming at the thermage tip during the treatment. There was no patient harm. The event occurred after 127 pulses. Customer reported that the tip looked fine, but noticed a spark when the pulse was delivered. The practitioner changed the tip and continued the treatment. Customer confirmed they were able to complete treatment with a second tip.